Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 141 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer is calling for technical troubleshooting. Customer stated that they were not wearing the pump during priming. The customer was advised that the insulin pump need to be replaced.